Manufacturer narrative:
The user-reported issue was not duplicated. The device passed the air-in-line alarm test. No air-in-line alarm failure was detected. The air-in-line sensor was observed to have physical damage. The air-in-line module was replaced for precaution. (B)(4).

Event description:
The user reported air-in-line issue. No patient was involved in this case.